Manufacturer narrative:
Block b3: exact date unknown, event occurred early in (B)(6) 2023.

Event description:
It was reported that the patient was having difficulty charging the ipg. X-ray revealed that the ipg had flipped. The patient underwent a revision procedure wherein the old ipg was replaced with a non-rechargeable battery. The patient was doing well postoperatively and the explanted ipg will not be returned per facility policy.